Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath and telescope were kinked. Microscopic inspection revealed the imaging core and imaging window were twisted. The impedance test showed an electrical open proximal waveform between 140-150cm from the distal housing.

Event description:
Reportable based on device analysis completed on 14apr2025. It was reported that visualization issue occurred. The 85% stenosed target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter was blackened, and the image could not be shown. The procedure was completed with another of the same device. There were no patient complications. However, returned device analysis revealed the imaging window was twisted.